Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The user facility reported a patient with cardiomyopathy was on an impella 5.0 for mechanical circulatory support. During support a small hematoma was discovered. The resolution for this issue is unknown, however the patient survived the procedure.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.